Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. It was found that the needle pulled off during the first stitch when passing through the aorta in the bentall procedure. Changed another one to complete. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/24/2019. A manufacturing record evaluation was performed for the finished device lot number mgq726, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: an opened sample with a detached needle and a needle/suture piece of product code eh7241, lot # mgq726 were received for evaluation. The product code eh7241 is double armed. During the visual inspection of the sample, a needle was cut from the suture, the second needle was detached from the suture and slightly marks could be observed on the body needle appear to be by use of a surgical instrument. No remnant suture was observed into the barrel hole and the suture was not received to determine the assignable cause. Per the sample condition, it could not be determined what may have caused the reported incident.